Event description:
New information notes that lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic on (B)(6) 2020. Interrogation revealed the patient's left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead had dislodged. Device was programmed so lead was inactive. Patient condition after the event was stable.